Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: fixation at o-c3 due to c1/2 subluxation ("magerl " technique) type of procedure or technique used: cervical posterior fusion ("magerl"technique) levels implanted: c1/2 it was reported that intra-op, the drill bit was broken during drilling. The broken part was removed by pliers without any problems. The blade broke at its root. No fragments of the product remained in the patient. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: product analysis : visual and optical examination confirmed cannulated drill is fractured at the intersection between the drill tip and the driving shaft. The rapid cross sectional area reduction of this transition creates a potential stress concentration under bending loads or lateral impact, such during off-axis instrument usage. Optical and microscopic examination of the fracture surface identified a quasi-brittle fracture with river lines which appear to flow toward the center of the part, with apparent shear lip at ID of the shaft. The tip was not returned. Conclusion: direction of fracture propagation and internal shear lip suggest bend stress overload. If information is provided in the future, a supplemental report will be issued.